Event description:
It was reported a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. Before use it was found that the glass ampule had been broken already and adhesive fluid had leaked out. There were no adverse consequences to the patient. Upon receipt and analysis foreign matter was observed.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the lot number?=> tjbeur ¿ please perform and document the follow up attempt for product return. H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned inside its package opened. Upon visual inspection, the applicator was review and no defects were observed. However, an unknown foreign matter was noted to be in between the silicon bulb and the ampoule. The foreign matter appear to be pieces of broken ampoule and yellowish silicone bulb condition could've been caused due to formulation residues left during the manufacturing process. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the foreign matter was introduced inside the sterile package, it is possible that the foreign matter adhered to the device during the packaging process due to static. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.